Manufacturer narrative:
Reference: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the device fractured during a knee arthroplasty procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) exhibits signs of repeated use and is fractured on the medial side. Device history records were reviewed with no discrepancies were found. Previous investigation into this type of issue resulted in a field communication sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference (B)(4) ). Based on state of device and the age of the device when returned, it is considered that the wear is a result of general usage of the device. The root cause was determined to be normal wear and tear to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.